Event description:
It is reported that the patient is experiencing knee effusion.

Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the product and/or lot numbers were not required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Attempts have been made to obtain additional info however, no further info has been received to date. A definitive root cause cannot be determined with the info provided.